Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico, u.s.

Event description:
Reference number (B)(4) event occurred in puerto rico, u.s. It was reported that patient faced two infusion set tubing came apart. On (B)(6) 2025. The infusion set was in use for few hours.the insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.